Event description:
The customer reported that following a radiology procedure, the physician attempted to deploy the vasoseal es after seeing a demonstration of the product, despite the fact that he had not rec'd formal training. The physician placed the vasoseal es locator and deployed the j-segment. When the physician attempted to retract the j-segment, he pulled the locator and j-segment up into the dilator before he could be instructed to move the locator forward prior to retracting the j-segment, which resulted in the j-segment being fractured. All pieces of the j-segment were retrieved. No pt complications were reported.